Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the black box and alarm history did not indicate any occlusion alarms. The data from the time of the alleged incident was unavailable for review due to continued pump use. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurring. The force sensor calibration was found to be within required specifications. The pump was exercised for 24 hours with no occlusions occurring. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. It was reported that the pump emitted occlusion alarms more frequently than expected by the user. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.